Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed during testing. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The battery was able to adequately provide power to a test controller. In addition, the battery was charging when connected to a battery charger. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When this occurs, the battery will not charge until the voltage decreases below the threshold. However, the battery was received with no flags enabled. If the battery remains connected to the battery charger with a cell-over-voltage flag, the battery charger status indicator will flash red after 8 hours due to a charge time-out. As a result, the reported event was confirmed. Based on the available information, a possible root cause of reported event can be attributed to an overvoltage fault detected by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Concomitant medical products: dtmb1qq defibrillator, 5076-52 lead, 6947m62 lead, 429888 lead implanted on (B)(6) 2016 . If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) battery was returned to the manufacturer because it would not charge, the capacity display would only show three bars, the ready light would not come on and the status light would turn red. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.